Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that the hemostatic valve orange cap assembly ripped off the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large when removing the dilator. No blood return was observed. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. The procedure continued. Device evaluation details: a brim cap, hemostatic valve and friction ring were found detached from hub. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. No stress marks observed on hemostatic valve. A device history record evaluation was performed for the finished device 00001085 number, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the brim cap and hemostatic valve detachment could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the hemostatic valve orange cap assembly ripped off the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large when removing the dilator. No blood return was observed. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. The procedure continued. It was also reported that there was a "no transducer connected" error message displayed on the ultrasound system. The soundstar catheter was removed from the body, and then disconnected. The transducer was tested with a "dummy catheter", and the caller confirmed the swift link cable was functioning normally. The soundstar catheter was replaced and the issue was resolved. The ultrasound recognition issue is not MDR-reportable. The hemostatic valve and brim cap separations are MDR-reportable.